Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this impedance measurements on the right ventricular (rv) lead decreased and became out of range. As a result, the rv lead configuration changed to unipolar. No changes were made to the system. No adverse patient effects were reported.